Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/21/2013 with the following findings: no damage was observed to the pump keypad cover. During testing, the up arrow keypad button was intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under the contrast and up arrow key contacts. Unrelated to the complaint, the pump display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up button was responding only after multiple presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.